Manufacturer narrative:
(B)(4). When reviewing similar reportable events for marisa we haven't found any other similar cases where the marisa lift became stuck during use. We have been able to establish that there is no complaint trend concerning these kind of events. The device was inspected by an arjohuntleigh representative at the customer site and found to be out of specification. The device was being used for pt handling and in that way contributed to the event. Initially, it was reported that marisa floor lift got stuck in the up position with a pt in it. The device was examined by the arjohuntleigh representative that visited the site. It has been found that the gearbox failed and therefore, lift couldn't be lowered by emergency lowering function. However the second emergency feature - manual wind down was working. We have not been able to find any contributing manufacturing anomalies. From above findings we conclude that this incident was caused by user error - user not correctly trained. User didn't use 'manual wind down' function to lower the pt when the lift stuck. The received information and our evaluation as described above are showing that if the instruction for use's safety warning were followed pt or caregiver risk is very unlikely.

Event description:
(B)(4).